Event description:
During a therapeutic biliary drainage procedure, an accustik was inserted. Upon withdrawal of the accustick, it was reported the radiopaque band detached and became lodged inside the subcutaneous fascial tissue of the pt. The marker was removed using a hemostat tool. Another device was used in order to complete the procedure.